Event description:
Pt had never experienced this sort of discomfort before the uae. Down the left side of body, hand, hip, and foot are constantly aching with a sharp pain. It is as if there is not enough blood going to these areas. It is a similar feeling to when your hand goes to sleep and just before it is fully back to normal you go through a point of pain.